Event description:
During setup and adjustment of a leyla retraction system during a surgical case the retraction system's ball joint clamp slipped causing the retractor to go out of alignment. Physician reapplied and tested and the ball joint clamp slipped again. Retraction system removed from surgical area and sent to sterile processing department (spd) and then to biomedical engineering.